Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was caller reported that when they are charging the implant, the implant only goes to about 50-70% and then the controller battery drains. When asked event date - pt added that they have had issues with the controller not recognizing the implanted neurostimulator when trying to charge for the 'past 3 charges'. Agent had pt check for damage to the recharger - pt stated that where the cord the paddle meet is loose and gets hot. Pt added that the recharger cord and relay box get hot as well (no pt harm reported). Caller also mentioned that they had a replacement sent to them in the past because they were having trouble charging the controller. Pt stated then they got a replacement battery pack but, the issue persisted. Pt stated they recently had the controller and bp replaced because it fell off their truck and the issue from today started after receiving that equipment. Agent sent request to repair to replace the recharger. N symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.